Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation could not be performed because the device was discarded by the user facility. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria including coating adhesivity; therefore, it was concluded there was no indication of product deficiency. Referring to know incidents, it was presumed that the ptfe coating was damaged by strong friction generated as a sharp edge of the insertion aid point-contacted the shaft of the reported guide wire. Although no adverse patient effects were reported, a possibility could not be completely ruled out that some ptfe coating fragments might have entered into the patient vasculature due to procedural circumstances. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that the procedure was to treat a coronary lesion. When a non-asahi guide wire was pulled through the insertion aid, there was a small blue part at the end of the insertion aid (outside patient anatomy). The non-asahi guide wire does not have blue polymer on it. Before that, an asahi guide wire was pulled through the insertion aid. The tip of the wire looked fine so that the intervention was continued. There was no damage noted to the asahi guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Although the asahi guide wire had reportedly no damage, the wire shaft is coated with blue ptfe; therefore, the asahi guide wire was considered suspicious due to procedural circumstances.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.